Manufacturer narrative:
Final analysis noted the device did reset and was reprogrammed in the field. The cause of the bvvi remains undetermined. The device was tested in the lab and functioned normally.

Event description:
New information received noted the device was returned for analysis. The device was explanted on an unknown date. No additional information could be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via phone call to the clinic after receiving a vibratory notifier from the implantable cardioverter defibrillator. A remote transmission was sent and upon review the device was seen to be in backup vvi mode. The patient was in stable condition.